Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Multiple requests for return of device have been made but no device has been returned. Additional information: 1st fu were any noises heard such as whistling or hissing? ---the information was not provided from the hospital. If so, did the noise prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? ---the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---from the reducer seal. Was a device inserted in the trocar during the leaking? If so, what device? ---no. Was any torque being applied to the trocar or device? ---the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the universal seal disassembled. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the abdominal air could not be kept. It was single port laparoscopic surgery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.